Event description:
It was reported by the contact that the customer received multiple occlusion alarms during basal delivery. The customer changed the supplies. The customer's blood glucose level was not impacted. As the customer had changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of these occlusions was unable to be performed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.